Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. No button error alarms and no traces of moisture were noted at the electronic or motor assemblies per visual inspection. The device was also received with cracked case at display window corners and minor scratched lcd window.

Event description:
The customer reported via phone call that the buttons became unresponsive and the insulin pump alarmed button error after it got wet in the rain. Blood glucose value was 94 mg/dl. She was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.